Event description:
It was reported that a perforation with pericardial effusion and a possible stroke occurred. A left atrial appendage (laa) closure procedure was being performed on (B)(6) 2019. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) was advanced. After deployment of the closure device, a small portion of the distal feet were noted to be compressed and likely through the back wall of the laa. At this time, patient became hypotensive and the transesophageal echocardiogram (tee) operator noted a pericardial effusion. A pericardiocentesis was performed to successfully control the effusion growth and stabilize the patient's pressure. The device was then partially recaptured to be placed more proximal, but optimal positioning could not be obtained. The device did not pass the tug test. The device was then fully recaptured. At this point, the effusion was increasing and more blood was drained. The patient was transferred for surgical repair. The surgeon reported multiple small holes in the lateral wall of the laa, as well as a perforation in the base of the laa. The patient was transferred to recovery post-surgery. On (B)(6) 2019 the physician reported the patient wasn't acting like himself and that he may have had a stroke that morning. The physician said they would see how the patient does in the next several days. No further information is known at this time.

Manufacturer narrative:
Patient codes updated.

Event description:
It was reported that a perforation with pericardial effusion and a possible stroke occurred. A left atrial appendage (laa) closure procedure was being performed on (B)(6) 2019. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) was advanced. After deployment of the closure device, a small portion of the distal feet were noted to be compressed and likely through the back wall of the laa. At this time, patient became hypotensive and the transesophageal echocardiogram (tee) operator noted a pericardial effusion. A pericardiocentesis was performed to successfully control the effusion growth and stabilize the patient's pressure. The device was then partially recaptured to be placed more proximal, but optimal positioning could not be obtained. The device did not pass the tug test. The device was then fully recaptured. At this point, the effusion was increasing and more blood was drained. The patient was transferred for surgical repair. The surgeon reported multiple small holes in the lateral wall of the laa, as well as a perforation in the base of the laa. The patient was transferred to recovery post-surgery. On (B)(6) 2019 the physician reported the patient wasn't acting like himself and that he may have had a stroke that morning. The physician said they would see how the patient does in the next several days. No further information is known at this time. It was further reported patient developed slurred speech, right sided weakness, and hypoxemia, an unknown time post-procedure. Patient was never discharged. On (B)(6)patient had a computed tomography (CT) scan of the head, which revealed no evidence of new hemorrhage or ischemia. Of note, an old infarct was still present on the right without change. The following day, patient developed a fever and thrombocytopenia for which heparin was discontinued. On (B)(6) patient was intubated due to respiratory failure and circulatory shock. Levophed was administered. At this time, it was suspected that the patient had a cerebral infarct despite head CT findings. On (B)(6) patient was briefly extubated then reintubated soon after. On (B)(6) no improvement was noted and a do not resuscitate was written and comfort medications were ordered. Patient was extubated that day and passed away (B)(6). Cause of death per physician is acute respiratory distress and new left embolic cerebral infarct.